Event description:
We received an allegation of a display issue with coaguchek xs meter serial number unknown. Customer stated the display is faint and the results field of the display is difficult to read. The customer last tested on (B)(6) 2023 and was unable to clearly read the result. They were unable to tell if the result was a 3.4 inr or 8.4 inr due to the display issue.

Manufacturer narrative:
The meter was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.